Event description:
It was reported that the user¿s ilet screen displayed ¿charge cartridge/disconnect tubing from body,¿ and the user became stuck in the fill cartridge menu after a recent supply change with 113 units remaining; the user exited the menu by pressing the back arrow, and reported hyperglycemia with a peak over 300 mg/dl after consuming coffee and a donut. Symptoms included high blood glucose without associated dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included phone-based troubleshooting and user education to exit the fill menu and resume normal operation. Investigation of this case revealed a user interface navigation issue with the pump display that was resolved through guidance, with no evidence of device damage or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.